Event description:
Initially, it was reported that the patient underwent generator replacement for unknown reasons. It was later reported that it was believed that the that the patient may have had a lead break and when the generator replacement was done new devices were implanted. Further follow-up revealed that the clinic notes indicate that the lead impedance was dc dc code 2 indicating the device was functioning as intended and that the generator was not showing end of service, but that it was time to follow-up for battery replacement. It was reported that the on time was high and it was believed the battery replacement was prophylactic.